Manufacturer narrative:
The electronic device log file and the user log were analyzed for the date of the reported event, (B)(6) 2016. The case in question was inconspicuous for the first hour using a volume controlled mode. In the following an unstable pressure situation was noticed in the breathing system. High airway pressure peaks were alternating with high low-pressures. Thereupon the device repeatedly alarmed for ¿aw pressure high¿. Shortly after the ventilator piston blocked; the ventilator was switched off automatically and the mode was autonomously switched over to man/spont. This was accompanied by a ¿ventilator failure¿ alarm. Root cause for the excessive airway pressure leading to the reported ventilator failure could be traced back to strong coughing of the patient - directly before the ventilator failure occurred. In line with the investigation a device failure could not be determined. The device behaves as specified for the detected situation.

Event description:
It was reported that during anesthesia the primus stopped the automatic ventilation by posting a ¿ventilator failure¿ alarm. Only manual ventilation possible. No patient injury reported.